Manufacturer narrative:
Risk mgmt team evaluated the potential issue based on historical risk analysis for the primeview product since the root cause is under investigation. It is noted in the complaint that the primeview dose action point feature had worked in the past and this was considered a "rare individual case". The lantis oncology info sys did alert the user of the potential of exceeding the dose stop value. There was no pt injury. Hazards are identified during product development as part of the product risk assessment and mgmt practice. A hazard key is assigned with the severity and probability and any mitigations required. In this instance, the risk mgmt team identified hazard key as relevant to this issue. The hazard is considered in the alarp region after mitigation by software code review and unit testing. The risk mgmt team states no further action is required unless the new info from the root cause investigation requires a new risk analysis and action. The risk mgmt team meeting took place on 11/8/2007. The investigation is in progress, however, the customer states that they cannot exclude user error and due to another country data protection laws, will not allow access to pt data for investigative purposes. Siemens will request info formally by certified mail, if the customer refuses further investigation, no further investigation is possible. After all reasonable effort has been made, the complaint will be closed. No other incident regarding this potential issue has been identified to date.

Event description:
This MDR is filed in the abundance of caution. No pt injury occurred. It was observed that a pt with a dose action point (dap) set with a stop dose was not reported by the primeview sys when the stop dose was reached. The stop dose was set correctly in primeview (verify and record systems) and lantis (oncology info sys). When manual treatments were needed, lantis prompted the user to "record manual ray treatments". When acknowledged, the lantis sys displayed a warning that the dose stop value was exceeded with the request for conformation. The primeview did not issue a warning that the dose stop value would be exceeded. The investigation into this occurrence as to the root cause is in progress.